Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the 22g x 1.00in (0.9 x 25 mm) angiocath plus has been found experiencing four occurrences of needles piercing through the catheter during use. The following has been provided by the initial reporter: damaged catheter tip. Angiocath 22g catheter tip was damaged.

Manufacturer narrative:
Investigation summary: photo evaluation: 1 photo was received for evaluation. Needle pierced through catheter was observed from the photo. Sample evaluation: samples were not decontaminated by vendor. 23 samples without packaging were received for investigation. The 23 samples were subjected to visual inspection. Needle pierced through catheter was observed on 17 returned samples. Damaged catheter tip was observed on 6 returned samples. The investigation was able to confirm the customer experience as needle pierced through catheter and damaged catheter tip were observed on the returned photo and returned samples. Batch number was unavailable and hence unable to perform the DHR review. Conclusion: damaged catheter tip could have been cause by needle pierced through catheter. Both defects could have occurred during product application when the product was manipulated.

Event description:
It has been reported that the 22g x 1.00in (0.9 x 25 mm) angiocath plus has been found experiencing four occurrences of needles piercing through the catheter during use. The following has been provided by the initial reporter: damaged catheter tip. Angiocath 22g catheter tip was damaged.